Manufacturer narrative:
The end user reported while operating the power wheelchair outside on a grassy, leaf-covered surface, the end user drove the device into a leaf-covered hole and fell. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass."

Event description:
While operating the power wheelchair in the grass, the end user drove into a leaf-filled hole.